Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, while pushing the balloon, the shaft fractured and separated. The device was removed and completed the procedure with another of same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was disposed; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. It was reported that shaft break occurred. The device was not returned for product analysis. It is possible force was unintentionally applied to the device while pushing the balloon during the procedure. However, based on the limited complaint information and the fact that no device was received for analysis, it is not possible to establish what the cause of the complaint was.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, while pushing the balloon, the shaft fractured and separated. The device was removed and completed the procedure with another of same device. There were no patient complications.